Manufacturer narrative:
If significant information is obtained from the investigation, a summary of the investigation results will be provided in a supplemental report.

Event description:
Customer reported a visible gap between outer and inner cannula of the tracheostomy tube that was leaking saliva. After micro aspiration patient got a bronchial infection. Patient was given antibiotics. Patient was re-cannulated.